Event description:
Medtronic (covidien) received information that during a flow diversion treatment of multiple saccular aneurysms of the internal carotid artery, the physician reported that the distal pipeline flex did not open. During deployment of pipeline flex, it was observed that the distal end was not opening sufficiently. Two attempts of resheathing the device were made to open the distal end. The physician used proper resheathing technique, but was unable to advance the microcatheter over or past the ptfe sleeves to ensure they were not impeding opening of distal device. Redeployment was attempted and again, the distal device appeared to not open properly. The physician deployed most of the device to see if that would help to open the distal end. Most of the device was deployed and the distal end never fully expanded. It was decided to resheath and attempt a new device. The device was resheathed into the microcatheter, and again, the ptfe sleeves could not be housed. The microcatheter was pulled out of the patient with indwelling device. Pipeline flex was advanced out of the microcatheter on back surgery table and it was noted that the distal end was tapered and frayed. Attempted deployment was distal to previous indwelling pipeline. After re-accessing the ica with new microcatheter, a new pipeline flex was utilized and case was successful. Angiography post procedure showed eclipse sign. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found outside the catheter. No defects were found with the tip coil, distal marker, ptfe shrink tubing (jacket), and re-sheathing marker or with the proximal bumper. One end of the pipeline was found partially opened with damaged braid. The other end of the pipeline was found fully opened with damaged braid. No defects were found with the catheter. No other anomalies were observed. Based on the above findings and customer's photo, the customer's complaint was confirmed. It is possible that damage to the braid may have contributed to the reported issue subsequently causing failure to open at the distal end. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture.